Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about high blood results. Memory results 177mg/dl 2 hours after breakfast, 186mg/dl 2 hours after breakfast, 381mg/dl 2 hours after dinner, 95mg/dl fasting. Competitor's meter reading 120mg/dl compared to truebalance 303mg/dl 2 hours after breakfast. Caller states he normally ranges from 115-120mg/dl. There is one result in memory that reads lo. No adverse event reported.